Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 347 mg/dl. A correction bolus via the pump was delivered to address bg.